Event description:
Covidien received a report of a n-395 that would not alarm audibly when the spo2 saturation reading was low or the pulse rate was not right. The unit was in use on a patient; however, the condition was noticed and corrected immediately by using another oximeter. The customer reports that there was no harm to the patient, and the patient is no longer at the facility. No additional patient information was provided by the customer.

Manufacturer narrative:
Caller is not returning the unit to covidien at this time for evaluation.